Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. D4: batch # a9dz05. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2b12lt device was returned with the obturator inserted through the universal seal component disassembled. In addition, the packaging opened was returned along with the instrument. Upon evaluation of the universal seal, was found to be not properly welded. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, after insert into the trocar, noted the device was broken. Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.